Event description:
A report was received that the patient underwent a pocket revision to move the ipg to a different location. After the revision, the patient was reportedly doing well.

Manufacturer narrative:
Weight not available. Device remains in patient. This is a final report.